Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl, and shaking. Reportedly, the customer required assistance from parent to treat bg level via consumption of carbohydrates. Pump data review by tandem technical support confirmed the pump was functioning as intended. No additional customer or event details were provided.